Event description:
Caller indicated the assure 4 was reading high. The nurse stated the facility had one issue with the assure 4 that resulted in paramedics being called in and one patient being hospitalized. Patient was given an IV of dextrose and was ok. No other details were known.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter and strips, but customer did not know what specific meter or strip lot was involved in the incident and will not be returning product. Not returned for evalution.